Manufacturer narrative:
(B)(4).

Event description:
Procedure type: tep inguinal hernia. According to the reporter: balloon did not deploy. Used another device. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No pt injury was reported.